Event description:
Customer reported that the needle will only rest at 20. No pt incident or injury was reported.

Manufacturer narrative:
Results - eval of the returned unit found that reported issue is confirmed. The needle will not reset to zero. The needle moves up when inflation bulb is squeezed and holds pressure. The release button only resets needle back to 20. Note: instructions for use state that the cufflator should be calibrated annually, or if measurements fall outside of range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. Instructions for also say to inflate with inflation bulb to 120 cm h20, value must be constant for 2-3 seconds if the pressure drops, the device needs repair by the distributor. (B)(4).